Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The target lesion was located in the moderately tortuous and non-calcified carotid artery. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was used to dilate the lesion. However when the device was retracted into the non-bsc guide catheter, the device came in contact with the guide catheter and resistance was encountered. Several attempts were made but unsuccessful. The physician then pulled the device forcefully and was finally able to be retracted into the guide catheter. The device was removed from the body and the procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.